Event description:
It was reported that during a ptca treatment procedure, the coating of the pt2 light support 185cm straight guidewire came off of the wire. No pt injuries or complications were reported. Pt status is reported as 'good'.